Manufacturer narrative:
(B)(6) 2007 received a left hip implant mom (made of pinnacle- corail- metal insert). In the year 2013 she accused pain and following blood analysis were detected high levels of cr and co. The patient was subjected to a revision surgery. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Updated 25 july 2016 after receiving product information. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A complaint database search did find additional related reports against the provided product code and lot number combination(s). However; a review of the device history record(s) associated with this complaint was not required per (B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Depuy15-40. (B)(6) on (B)(6) 2007 received a left hip implant mom (made of pinnacle- corail- metal insert). In the year 2013, she accused pain and following blood analysis were detected high levels of cr and co. The patient was subjected to a revision surgery. Upon revision, osteolysis was found in the proximal region of the femur. Part/lot information was received, and will be updated.

Manufacturer narrative:
Additional narrative: on (B)(6)2007 received a left hip implant mom (made of pinnacle- corail- metal insert). In the year 2013 she accused pain and following blood analysis were detected high levels of cr and co. The patient was subjected to a revision surgery. Update rec'd 24 november 2015 - upon revision osteolysis was found in the proximal region of the femur. Part/lot information was received, and will be updated. The head, liner, and stem will be reported at this time. The complaint was updated on: 07/21/2016 update nov 30, 2017: additional information received. There is no new information added that changes the MDR decision. Added screw product information. This complaint was updated on: december 07, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.